Event description:
It was reported that the subject device exhibited an issue where the optical fiber surface is broken, and the brightness is insufficient. This occurred during set up and inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of the light guide bundle, failure of the universal cord. A root cause was identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.